Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had "glitched bars" that blocked graphics and text. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Additionally, it was reported that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Based on the analysis, the alleged out of range issue was verified in the pump logs; however, no failure was identified.